Manufacturer narrative:
Additional information clarified the issue. H6: added code a1409 and g07001, removed code g04110.

Event description:
It was reported that an occlusion alarm occurred. During troubleshooting an o-ring was identified on the pneumatic tap. The customer was able to remove the o-ring from the pump and successfully loaded the cartridge to address the event. There was no adverse impact to the customer¿s blood glucose value.

Event description:
It was reported that a cartridge did not fit onto the pump. Reportedly, there was an o-ring from a previous cartridge on the pneumatic tap. The customer removed the o-ring and successfully loaded the cartridge to address the event. There was no adverse impact to the customer¿s blood glucose value.